Event description:
On (B)(6) 2013, it was reported that the patient's infusion set was leaking at the head set. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The entire box of infusion sets was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
A visual inspection and tests for flow and leak were performed on the returned unused infusion sets. All test results were within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications the problem mentioned by the customer could not be reproduced.